Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with unknown silicone breast implants which the patient states she has been having pain on both breast but more on left side, she was concern and went to see general doctor at the beginning of (B)(6) 2019, and MRI examination was recommended and patient had it done sometime in (B)(6) 2019. Patient indicated bilateral, left possible rupture per MRI examination. Doctor did not confirmed rupture. The radiologist stated, patient may have a rupture on left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.